Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date and with unknown blood glucose value. The customer was treated with insulin drip. Customer reported that he had to visit the hospital to replace the insulin pump. Customer¿s mother declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.